Manufacturer narrative:
(B)(4). The device was not returned, therefore, baxter cannot determine root cause. Should any additional information become available, a follow-up report will be submitted. A 510k number cannot be provided in this report because the product code is unknown at this time.

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp) and advised the hp to start over with new supplies. The tsr advised the hp to call the nurse in the next 24 hours and let her know what happened and of any missed therapy. The hp ended therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in set) was not confirmed due to a lack of sample, therefore, the root cause could not be identified. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).